Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device on (B)(6)2024. Date of event is an approximation. The pediatric patient experienced a skin reaction with itching, redness, inflammation, and a boil extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the leg. On (B)(6)2024, the reaction was treated with a prescription of an oral antibiotic clarithromycin. The area was prepared with saline wipes and skin barriers otc ointments before placing the sensor on the body. At the time of the report, the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.